Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler set. There is no allegation of a cycler set defect reported for this event. The culture results were not available during follow-up; however, the pdrn stated the cause of the adverse event was due to touch contamination by the patient. The pdrn additionally stated that the peritonitis was unrelated to any issue reported with the cassette or cassette door popping open during treatment. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported that they went to the hospital the previous day for swollen feet and was told they had an infection. The patient was provided antibiotics. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient went to the hospital. The hospital records had not been received at the pd clinic. The pdrn stated the date was potentially 07/mar/2023 that the patient went to the hospital. The patient was diagnosed with peritonitis. No culture results were available. The pdrn did state that the cause of the peritonitis event was touch contamination by the patient and was not related to any reported issue with the cassette or cassette door popping open. No information pertaining to the report of the patient having swollen feet was provided. Attempts to obtain additional information on subsequent dates were unsuccessful.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported that they went to the hospital the previous day for swollen feet and was told they had an infection. The patient was provided antibiotics. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient went to the hospital. The hospital records had not been received at the pd clinic. The pdrn stated the date was potentially (B)(6) 2023 that the patient went to the hospital. The patient was diagnosed with peritonitis. No culture results were available. The pdrn did state that the cause of the peritonitis event was touch contamination by the patient and was not related to any reported issue with the cassette or cassette door popping open. No information pertaining to the report of the patient having swollen feet was provided. Attempts to obtain additional information on subsequent dates were unsuccessful.